Event description:
It was reported that the patient was playing on a trampoline while wearing external equipment and reported receiving a shock (no-specific location) as pt was getting off and holding onto metal side of trampoline. The patient reported they could hear after this event. The next day, the sound processor was not linking. External equipment was exchanged by the patient. However, the reported problem remained. In july 2002, the patient was seen at the implant center for device "devaluation." Testing conducted confirmed that the device was no longer functioning. Explant surgery is to be scheduled.